Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated creatinine results on one patient. The results provided were: (B)(6) 2015 = 211umol/l / (B)(6) 2015 repeat of sample = 48 umol/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, review of service history, and a review of labeling. The complaint was associated with a single elevated creatinine result on one patient sample. There was no troubleshooting performed by the customer other than repeating the creatinine result the following day. A review of instrument service history found no additional discrepant results reported in the complaint text and no subsequent complaints were documented for discrepant creatinine results on the (B)(4). There was no patient sample or product returns available to assist in the investigation. A review of historical data revealed no systemic issues or trends associated with the discrepant creatinine result issue. Abbott labeling, including the architect system operations manual and the creatinine package insert, were reviewed and they provide adequate instruction with regard to maintenance, component replacement, troubleshooting, and sample preparation / integrity to address the reported issue. Based on the available information, a deficiency of the system was not identified. There was also no evidence to reasonably suggest a malfunction occurred, therefore no further action is required.